Event description:
The customer reported that there was no alarm during a desat event.

Manufacturer narrative:
The customer reported that there was no alarm during a desat event. The monitor passed all tests performed after this incident. The alarm log from the bedside monitor showed poor signal inops at the time of the reported failure to alarm. This would be obvious to the users due to visual and audible alerts. Philips is the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).